Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that insulation damage was observed on the pace/sense portion of a lead during device change-out. Pace/sense portion of the lead was replaced, and defib portion of the lead remains active. Patient was fine post-procedure.